Event description:
It was reported that when opening a box to prep for a case, the box had a hair sealed in the package with them.

Manufacturer narrative:
Additional information will be provided once investigation has been released.